Event description:
Pt reported her dog "chewed up her pump" when it was disconnected from her body. Dog chewed the end with the battery cover, and pt was unable to remove battery from infusion device. Pt reported none of the infusion device buttons were responding to press. Infusion device was working correctly before dog damaged it. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. Infusion device was throughly evaluated. The infusion device case was damaged and, as a result, the dome of the down button was pressed through. This caused the down button to always be activated; therefore, all other buttons on infusion device would not respond to pressure.